Manufacturer narrative:
An evaluation was performed on the returned product. A visual inspection was performed on the returned device and confirmed the reported complaint. Smith & nephew will continue to monitor for future occurrences of this failure types. (B)(4).

Event description:
It was reported that during a knee arthroscopy using a control unit, overheating occurred during the surge while the pump was plugged in and not being used. It was also reported that the surgeon was using shaver and it was loosing power, and the pump started to smoke and caught on fire - front is melted. A backup device was available to complete the case and there were no reported patient injuries or complications.